Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, induced abortion, attention deficit disorder, anxiety, miscarriage and obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("intermenstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible right oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and intermenstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, induced abortion, attention deficit disorder, anxiety, miscarriage and obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("intermenstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible right oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and intermenstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in an adult female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, induced abortion, attention deficit disorder, anxiety, miscarriage and obesity. Concurrent conditions included nausea, delayed period and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("intermenstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible right oophorectomy). Essure was removed on 22-jun-2021. At the time of the report, the heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: trailing coils: left 4; right ¿ not done; poor visualization of right tube (ostia). Will attempt right tube occlusion in 1-2 months. Status post left tube essure placement, planned to place right coil in right tube but patient concerned if she has not pregnant. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: lot number added. Essure start date concomitant conditions , reporter information & reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a 34-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "right essure placement ¿ not done - poor visualization of right tube (ostia)" on (B)(6) 2013. The patient's medical history included cesarean section, induced abortion, attention deficit disorder, anxiety, miscarriage and obesity. Concurrent conditions included nausea, delayed period and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("intermenstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible right oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and intermenstrual bleeding to be related to essure. The reporter commented: trailing coils: left 4; right ¿ not done; poor visualization of right tube (ostia) will attempt right tube occlusion in 1-2 months status post left tube essure placement, planned to place right coil in right tube but patient concerned if she has not pregnant lot number: b30427, manufacture date: 2013-05, and expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of ptc. Upon review event was added: complication of device insertion. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.